Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
Customer reported mobile system blood glucose results of 26.8 mmol/l, and 4.2 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return.